Event description:
It was reported that the patient presented in the emergency room due to presyncope and feeling weakness. Upon interrogation, an increase in thresholds was noted on the right ventricular lead. A chest x-ray was performed and no dislodgement was noted. On (B)(6) 2017 the lead was repositioned. The patient was stable post operation and would continue to be monitored.